Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected battery out limit alarm, failed battery test alarm, weak battery alarm, low battery alarm noted. The insulin pump had severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test alarm, weak battery alert and battery out limit alarm. Customer's blood glucose was 383 mg/dl. Customer declined troubleshooting for bad battery alarm. Customer also reported of receiving a button error alarm. Customer was advised that insulin pump would need to be replaced.